Manufacturer narrative:
Eval is in progress, but not yet concluded. The user continued to use the roller pumps and another manometer, analog flometer. The (B)(4) subsidiary's mfg engineering center (mec) could duplicate the reported issue.

Event description:
The customer reported that during routine testing of the device at the user facility, there was a "system computer needs service" error message displayed on the central control monitor (ccm). The ccm did not operate. There was no pt involvement.